Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient had limb ischemia of right femoral artery with impella cp in place. Vessels were clamped down secondary to profound shock. Reperfusion cannulas placed preemptively. Due to patient increased pressor dosage, escalation to impella 5.5 resulted in removal of impella cp and reperfusion cannulas. The doctor called in to case and was thinking of extracorporeal membrane oxygenation (ECMO) but also a pericardial effusion was noted so a window was performed by the doctor and hemodynamics improved. Decision at that point was not place ECMO and to place impella 5.5.

Manufacturer narrative:
H6 added b13 code as it was omitted from the initial report that was submitted. H10 this is one of two related reports. This report represents the pump and another report was submitted to represent the introducer. The related report number was added. Investigation summary: the investigation was completed and no product was returned for investigation. Ischemia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Reperfusion injury/pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.